Manufacturer narrative:
Findings: no button error alarm noted. Intermittent esc and act button due to corroded keypad traces. Unit had broken belt clip slot, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had a button error alarm. Customer's blood glucose was unknown mg/dl.